Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: synergy ous mr 2.25 x 32 mm stent delivery system was returned for analysis. A visual examination of the stent found that the stent struts were damaged, pushed distally and bunched at the proximal end of the stent. The undamaged stent outer diameter was measured and the result is within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks on several locations of the hypotube shaft. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues with the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 06-feb-2019. It was reported that crossing difficulties were encountered. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 2.25 x 32mm synergy stent was advanced but failed to cross the lesion. The procedure was completed with a different device and no patient complications were reported. However, returned device analysis revealed stent damage.